Manufacturer narrative:
Age, weight, ethnicity: unknown/no information. Date of event: unknown/no information if implanted; give date: not applicable. The iol was removed in the initial surgery. If explanted; give date: not applicable. The iol was removed in the initial surgery. The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report indicating that after the intraocular lens (iol) was inserted into the patient¿s operative eye it dropped to the back of the capsular bag. The iol had to be cut out and no iol was implanted. No further information was provided.

Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that the code 4582 provided on the initial report needs to be corrected. The correct health effect - clinical code is 4581 for device dislocation. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.